Manufacturer narrative:
Immucor technical support used a remote electronic connection method to assess the instrument test well images in question on 01mar2018, which appeared visually weakly positive. Complaints of positive reactions being interpreted as negative by the galileo echo camera algorithm are being corrected under design control project (B)(4). The echo instrument is performing as expected with the exception of the camera module ability to appropriately identify some true positive results. The immucor technical communication cc-09-042-02 is being used by the lab to visually confirm all negative assay events reported by the echo instrument. The immucor internal report record number for this report is (B)(4).

Event description:
On (B)(6) 2018, an immucor employee visiting a customer site reported, on behalf of the customer site, an unexpectedly negative antibody screen, when tested on a galileo echo instrument, when tested on (B)(6) 2018.